Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced "no mains reported". It is unknown when this event occurred. The facility representative stated that there were no reports of patient involvement, patient injury or medical intervention. No additional information is available. (User interface module master software version is 8.11.00).

Manufacturer narrative:
(B)(4). The reported malfunction of "no mains reported" was confirmed. The root cause was attributed to a faulty power supply printed circuit board assembly. The power supply printed circuit board assembly was replaced to fix the problem. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.